Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices were involved in this single procedure? Unknown. Lot number unknown.

Event description:
It was reported that a dog underwent an animal procedure/castration in 2019 and the suture was used. The suture snapped in half, not at the needle, whilst pulling the suture through the skin with little force applied during uninterrupted continuous suture. A new suture pack was opened to finish the procedure.